Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered two shocks due to noise and oversensing. Feedback was requested to technical services, x-rays were inconclusive, no changes were performed on the system and the patient will be kept monitored. This device remains in service. No further adverse patient effects were reported.